Event description:
It was reported that the insulin pump alarmed button error. Customer requesting a replacement. The blood glucose reading is 85 mg/dl. Customer stated that none of the buttons are working. She cannot get anything to work on the device. Customer tried to turn the sensor on and noticed that the buttons were not responding. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.